Manufacturer narrative:
This report is filed february 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 for unknown reasons. The implanted device remains.